Event description:
It was reported that one catheter was received with the outer package tube dented and bent and the items inside were broken. The damage was noted upon receipt before use. It was indicated that the sample will be returned.

Manufacturer narrative:
Several attempts were made to obtain the device for evaluation; however, the device was not returned. The complaint could not be confirmed without a product return. Lot number was not provided; therefore, review of the manufacturing records could not be completed.